Manufacturer narrative:
(B)(4). Other device used: catalog #65771101200, zimmer m/l taper femoral stem press-fit plasma sprayed, lot #62335624- remains implanted manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to metallosis.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
The femoral head was returned for review. Inspection of the returned head confirms some dark debris on the femoral head taper. Optical macrographs and sem images confirm the presence of dark debris on the head. The edm analysis of the dark debris on the head indicated elements c, o, p, ca, ti, cr, co, and mo. Review of the device history records did not find any deviations or anomalies. The femoral head was manufactured on may 6, 2013. Femoral stem 12/14 neck taper was not returned and review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Product history search revealed no additional complaints against the related part and lot combination for both head and the stem. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient¿s adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided.